Manufacturer narrative:
It was reported that the event occurred on an unknown day in september of 2020. The device was manufactured from april 22-23, 2020. The actual device was received for evaluation. Visual inspection observed a slight leak at the blue winged cap because the blue cap was not securely tightened. A functional leak test was performed by filling the device with green colored water, securely tightening the blue wing cap and monitoring the device. As a result, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿slight leaking¿ was observed while filling a folfusor lv (large volume). The location of the leak was not specified. The set was being filled with sodium chloride 0.9%. This was identified prior to use. There was no patient involvement. No additional information is available.